Event description:
(B)(4). Essure implanted mid 2006 as my son was 5 and we were not intending to have any further children. Dysmenorrhea, dysmorphia and menstrual cramps following ( I had never had cramps before) this has worsened from period to period, resulting now in a chronic pelvic pain even outside of menstrual onset. I have no physical indicators to explain this pain, will be undergoing a tah and "ovoostomy" later this month to try to combat the pain.